Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing "shocking" sensations in her lower back and feet. X-ray imaging was performed and it was discovered the patient's scs lead had migrated. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs lead was revised. Postoperative testing indicated the system impedances were within normal range.